Manufacturer narrative:
Complaint investigation underway and will be attached to this report.

Event description:
It was reported that during a tcar procedure, the 0.014" enroute guidewire perforated through the plaque and to the vessel. The physician inflated the balloon near the perforated area for few minutes and when the balloon device was removed, there was no perforation observed.

Manufacturer narrative:
Complaint investigation underway and will be attached to this report.

Event description:
It was reported that during a tcar procedure, the 0.014" enroute guidewire perforated through the plaque and to the vessel. The physician inflated the balloon near the perforated area for few minutes and when the balloon device was removed, there was no perforation observed.